Event description:
A surgeon reports receiving the incorrect needle size in the custom pak. The packaging was labeled for a 16mm needle, but contained a 25mm needle. There was no report of pt harm associated with this event. Add'l info has been requested.

Manufacturer narrative:
Seven custom paks were returned for eval. Visual examination of the paks confirmed the incorrect needle was in all seven paks. The complaint history for this facility was reviewed for the past year and no other complaints of this nature were found. A lot search was conducted and found this to be the only complaint of this nature reported against this lot number. Investigation of root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).